Manufacturer narrative:
(B)(4). Medical product: unknown vanguard femoral component catalog # unknown lot # unknown. Unknown vanguard tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it is not being returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-02481. 0001825034-2018-02483. Product not returned by hospital.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical producta: n ps clsd intlk fem-rt 65 cat: 183208 lot: 593230. Biomet cc cruciate tray 67mm cat: 141232 lot: j3942087. Series a pat std 34 3 peg cat: 184766 lot: 918900. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.